Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the resistance was felt close to the tip, about 15 cm away from the distal mark. It was stated that the slow blood flow was probably due to the implantation of the pipeline, which affected the distal flow velocity. For treatment, it was stated that attention can only be paid to the dual antibodies in the drug side, and that there was no better clinical solution. It was possible that at a later period there may be craniotomy vascular closure.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-77148), camera (panasonic (B)(6)) findings: the pipeline flex braid was returned within the inner pouch; inside of a bio-hazard bag and a shipping box. There was no pushwire or catheter returned with the device. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. In addition, the middle section of the braid was found not fully opened and damaged. No other anomalies were observed. Based on the returned device, the pipeline flex was confirmed to have failure to open at the middle section and damaged as the middle section of pipeline flex braid appeared not fully opened and was damaged. However, the cause for damage could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. There was no non-conformance to specification identified that led to the failure to open issue. The customer¿s report of resistance/stuck during delivery could not be confirmed as the pusher and catheter were not returned for analysis and the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt when advancing the medtronic flow diverter through the microcatheter. Also, the tip of the flow diverter was not ideally open. After attempting to open the flow diverter without success, the middle of the flow diverter was kinked and it was removed from the patient and the front was found to be damaged. The flow diverter was replaced with a shorter medtronic flow diverter which was placed smoothly without issues. No patient injury was reported as a result of the event. Prior to the event, the phenom was placed smoothly in the middle cerebral artery (mca) m2 and the flow diverter was delivered. Tension became large when it entered the internal carotid artery (ica). At this point, the guide catheter was pushed and the flow diverter was continued to be pushed to the mca m1 and the reported event of tip not ideally opened occurred. It was pulled back for repositioning and the tip was still partially opened. They physician continued to deploy the flow diverter to the middle and posterior segment where they noticed the middle of it being kinked. After two failed attempts to fix the kink, the entire stent was removed. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 28.8mm x 6.34mm located in the in the right cavernous sinus segment. The distal and proximal landing zone was 3.8mm x 4.48mm. The vasculature was severe in tortuosity. There were no patient symptoms or complications associated with the event. The patient was on dual antiplatelet therapy, but specific pru level was unclear. There are images for review. Post procedural angiography showed slow blood flow. The middle cerebral artery blood flow was reduced compared to before the surgery. Ancillary devices: gateway balloon, unknown coils, transcend ex guidewire, phenom 27 microcatheter, navien 5f 115 guide catheter, cook 6f sheath.